Event description:
During a routine follow-up, the following message reportedly appeared: "the loading of the episodes: failed". It was only possible to open the episodes after logging out and opening the recorded file.

Event description:
During a routine follow-up, the following message reportedly appeared: "the loading of the episodes: failed". It was only possible to open the episodes after logging out and opening the recorded file.